Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer returned the olympus contaminated endoscope questionnaire and reported the following information. No patients were contaminated, the endoscope was tested and the results were provided as noted in event. The manual cleaning detergent used was septo predis zp. The following brushing points performed were: operator/suction channel, suction plunger, operator channel port, balloon channel, and distal tip. The brushes/swabs used were: cj-ke db-230-06, lot 2021070634vcbk and cj-edb-230-02, lot 2021022303vcb. The endoscope reprocessor was etd4. The detergent used was endodet and the disinfectant was endoact. The endoscope was stored in a single cabinet. Maintenance of the subject device is performed by olympus. The olympus service center sent the subject device for third party testing. The laboratory report tested positive for 2 colony forming units of coagulase negative staphylococci. The device was evaluated and the bending section rubber glue was separated, the ultrasonic connector was corroded, and the light guide, universal, and video connector tubes passed testing but it was recommended they be repaired. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the endoscope tested positive for microbial contamination during routine testing. The endoscope was first tested (B)(6) 2021 and was positive for 1.3 colony forming units of lysinibacillus xylanilyticus. The device was tested again (B)(6) 2021 and tested positive for 6 colony forming units of a gram positive, coagulase negative staphylococci, non-aureus. No patient infection was reported. This event includes 2 reports as follows: patient identifier (B)(6) is for the endoscope tested (B)(6) 2021 which was positive for lysinibacillus xylanilyticus. Patient identifier (B)(6) is for the endoscope tested again on (B)(6) 2021 which tested positive for gram positive, coagulase negative staphylococci, non-aureus. This is report 2 of 2.

Manufacturer narrative:
This supplemental MDR is being submitted to retract the initial MDR submitted. The initial MDR was submitted in error. All mdrs including supplemental reports will be submitted via patient identifier (B)(6).